Event description:
Burr tip broke off during surgery. The burr tip came off and migrated to the esophagus. The surgeons and emergency doctors decided to allow it to pass into the stomach to be eliminated naturally. No reported injury to the patient.

Manufacturer narrative:
Device not returned as of (B)(4), 2012. No actual injury reported. No other complaints on file for this part number in 2 years.